Event description:
Libre 2 sensor fails to transmit data after installation and requires replacement of a brand new sensor installed within one to six hours this is a back to back failure after the first sensor failed after 5.5 hours. All manufacturers instructions to include app instructions were followed. Reference report: mw5120313.